Event description:
The customer reports an observation of false negative (non-reactive) atellica im anti-hepatitis b core total (hbct) results which were considered discordant relative to repeat testing on alternate methods. The atellica im hbct instructions for use (IFU) states the cutoff for the assay is 0.50 index. However the customer set the reference range of 0-1 index for non-reactive results. An initial negative (non-reactive) hbct result was obtained for a patient sample. The negative result obtained was reported to the physician(s), who questioned the result. The sample was retested on the original atellica im analyzer and obtained a similar negative (non-reactive) result. The same sample was retested on alternate test methods and obtained positive (reactive) results. These repeat results were considered correct since they matched the clinical diagnosis of the patient, and the alternate test method 1 result was reported as correct result to the physician(s). A corrected report was issued based on the repeat testing. There are no known reports of delay, patient intervention, or adverse health consequences due to this event.

Manufacturer narrative:
A customer from outside the united states (ous) reported an observation of false negative (non-reactive) atellica im anti-hepatitis b core total (hbct) results which were considered discordant relative to repeat testing on alternate methods. The assay's instructions for use (IFU) states the following, under interpretation of results: the cutoff for the assay is 0.50 index so the results of 0.75 index and 0.58 index are both reactive. Siemens informed the customer that samples with two or more out of three results showing an index value of = 0.50 should be considered reactive for anti-hbc total. Additionally, siemens provided training on result interpretation based on the guidelines outlined in the atellica im hbct instructions for use (IFU). Return of the patient sample for further investigation is not warranted because the sample is not discordant. A product problem has not been identified. The customer is operational.